Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the transmitter blinked when it was connected to the sensor. Customer's blood glucose was 115 mg/dl. It turned out that the sensor did not have the electrode. Customer was advised that the sensor will need to be replaced.